Manufacturer narrative:
Exemption number e2017019. (B)(4). Siemens has initiated a technical investigation of the reported event. The root cause is attributed to a previously known software non-conformity which had been addressed by fsca (B)(4) in 2016. The reporting customer facility had received the field safety notification, th011/15/s, but refused the rt therapist software update at the time. It was strongly recommended that rt therapists still running 4.3.1_mr2 update these systems to version 4.3.1_mr3 which solves the non-conformity. If additional reported information is received, a supplemental report will be submitted. (B)(6).

Event description:
It was reported to siemens that when 3d image and planning CT images are superimposed with auto-registration using syngo rt therapist, the values differ from the lateral value which was displayed at the first operation. If the customer had not recognized the issue, the failure might lead to dose being applied to the wrong location which could lead to a severe bodily injury. There was no injury to the patient associated with the complaint event. Depending on the workflow of the user, it is possible that the calculated offset is wrong by several centimeters. Siemens had identified the root cause as a software non-conformity in 2016, and provided a solution in fsca (B)(4). This single customer, however, had refused the software update.